Event description:
It is reported that the pt was revised due to pain and loosening.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. Manufacturing documentation was reviewed and indicates that the tibial and femoral implants were manufactured, inspected, and packaged to specification. Insufficient information was available for the articular surface. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.